Manufacturer narrative:
Device not returned.

Event description:
It was reported that the subject distal access catheter was used during a direct aspiration procedure. The patient¿s anatomy was tortuous, and the physician encountered difficulty when placing the catheter into the patient¿s artery. When the physician withdrew the catheter out of the patient artery, the distal marker was broken and was left inside the patient close to the clot. A second distal access catheter along a microcatheter and stent retriever were successfully placed in the patient artery and retrieval maneuver was performed to remove the broken distal tip of the subject catheter. There were no clinical consequences to the patient reported because of the event.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint, there were no anomalies noted to the catheter during preparation, the device was prepared as per direction for use (dfu), and the patient¿s anatomy was noted to be tortuous. It is probable that the tortuous nature of the patient¿s anatomy causes the as reported event. An assignable cause of procedural factor was assigned to the as reported issues ' nv - dac shaft broken inside patient',' nv - dac friction ', and ' nv - dac shaft deformed ', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the subject distal access catheter was used during a direct aspiration procedure. The patient¿s anatomy was tortuous, and the physician encountered difficulty when placing the catheter into the patient¿s artery. When the physician withdrew the catheter out of the patient artery, the distal marker was broken and was left inside the patient close to the clot. A second distal access catheter along a microcatheter and stent retriever were successfully placed in the patient artery and retrieval maneuver was performed to remove the broken distal tip of the subject catheter. There were no clinical consequences to the patient reported because of the event.